Manufacturer narrative:
(B)(4).

Event description:
It was reported that during use, a leak from the cuff of an endotracheal tube (ett) was confirmed and that replacement of the ett was required. The ett cuff passed pretesting prior to use. No patient harm was reported. There was no death or serious injury associated with this event.

Manufacturer narrative:
Covidien reference number: (B)(4). The customer report of a cuff leak was confirmed. The manufacturing guidelines and controls were reviewed and found effective to detect this type of failure mode. The reported malfunction is not related to the manufacturing process.